Manufacturer narrative:
Block b3: exact date unknown, event occurred in june of 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7075933.

Event description:
It was reported that the patient had a fractured lead which was not confirmed through imaging. It was also noted that the patient experienced pain at the lead insertion site and had inadequate pain relief due to high impedances noted on the leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively, and the explanted leads were not returned.